Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, no capture and no output on the device was noted. The device was unconnected and exchanged. The patient was stable with no adverse consequences.